Event description:
The customer alleges that during surgery that connector detached. Upon re-attaching the connector broke. No report of pt injury.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation adn determine the root cause. A document assessment (fmea) was conducted and no changes were required. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.